Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump leading to a surgical procedure being scheduled. There were no patient complications.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump leading to a replacement surgery being performed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. On the first cylinder, the outer tube had been detached in the proximal end from sharp instrument. The first cylinder passed the leakage and pressure tests. The second cylinder had two holes in the proximal end from sharp instrument; however, it also passed the leakage and pressure tests. Visual inspection of the pump did not reveal any damages or abnormalities. The pump passed the leakage and functional testing. Based on the information available and analysis results, the reported allegations could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump leading to a replacement surgery being performed. There were no patient complications.